Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pericardiocentesis catheter removal procedure on (B)(6) 2019. The catheter detached within the patient. The catheter was implanted between the ribs [intercostal approach] at the patient's left thorax. It is still unknown what kind of procedure was required for retrieval of the detached catheter.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is likely attributed to excessive force applied to the device during use. A review of the device history record and complaint database could not be performed since a lot number was not provided.